Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown screws/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion (th to s2ai) for the degenerative kyphoscoliosis on (B)(6) 2022. About one month after surgery, although final fusion was firmly applied, the rod on the most caudal side loosened and came off. The surgeon commented that there was a possibility that set screw¿s cross-threading occurred; however, similar event has occurred in the past when the set screw loosened after surgery. Therefore, the surgeon suspected that the specified torque was not sufficient to begin with. No further information is available. This report is for one (1) unknown rods. This is report 2 of 2 for complaint (B)(4).